Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom system error 105 caused by a failed input/output printed circuit board (I/o pcb). The I/o pcb was replaced.

Event description:
During baxter's functionality testing it was found that a spectrum pump alarmed system error 105. There was no pt involvement.